Event description:
Paramedics responded to a person, condition described as awake and alert. The patient was connected to the device for cardiac monitoring while being transported to the hospital. According to the reporter, the device would only display a flatline in all leads. The patient ECG cable was removed and the device's standard paddles used to monitor the patient through the quick look defibrillation paddles function. No adverse affects to the patient were reported as a result of the alleged malfunction.